Event description:
It was reported that the user contacted support to return the ilet, stating that their blood glucose fluctuated on the system and reporting concern that the device made their face puffy; the user indicated the ilet was not working for them and declined alternative therapy after discussing the matter with their healthcare provider. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and there were no alerts or alarms reported. Investigation of this case revealed no device malfunction reported and no clinical findings identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.